Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to no capture at max output. According to the boston scientific representative, the issue was caused by the lead location. A new rv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed, only the distal segment was returned. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to no capture at max output. According to the boston scientific representative, the issue was caused by the lead location. A new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.